Manufacturer narrative:
Model number/catalog number: 72404155. Serial number n/a. Batch/lot number 104384001. Model/catalog description reservoir 65 ml pc/iz. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device migration and the reported symptoms of adhesion of the pump/scrotum, fibrous capsular complication, minor irritation or discomfort, swelling from the surgery, urogenital pain, pelvic pain, dysuria, urogenital edema, urogenital inflammation, pain (which may be prolonged or severe), penile curvature or scarring, and skin scarring are acknowledged within the IFU and are not related to off-label use or failure to follow instructions. A risk review was completed; tissue damage related symptoms and migration are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported migration and the reported patient symptom of tissue damage are known risks associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced cylinder crossover. A surgical procedure was performed to remove and replace the ipp. No further complications were reported.